Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597. B5: describe event or problem: updated. E1: initial reporter first name: updated.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the shunt within severely tortuous and severely calcified vessel. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. During the first inflation at 10 atmospheres for 1 second, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that strong calcification was present, which has influenced the event.

Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the shunt within severely tortuous and severely calcified vessel. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. During the first inflation at 10 atmospheres for 1 second, the balloon ruptured. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.